Event description:
A pt with major co-morbidities underwent a two-level kyphoplasty procedure at levels t6, t7. Approx 10 days post procedure, the pt complained of loss of feeling and function in her lower extremities. The treating surgeon evaluated the pt and observed osteomyelitis (epidural abscess) at or near the previously treated levels.

Manufacturer narrative:
Other; follow up conversation with company rep. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.